Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cam lever of the mayfield ultra base unit (a2101) was very loose and does not latch down securely in place. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
UDI: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. The 6in transitional teeth and shock cushion are worn. Adjustment wrench are missing. The unit needs preventative maintenance, repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a